Manufacturer narrative:
Updated information: d3. MFR fax number added. D9. Device return date added. G1. MFR site name, danvers, removed. H6. Type of investigation changed to b22.

Manufacturer narrative:
B2: added death and death date. B5: added clinical review. H1: corrected to death. H6: omitted f26 and added f02.

Event description:
An impella rp flex device was inserted into the right internal jugular vein in a 78-year-old male patient with a past medical history of coronary artery disease (cad) and renal insufficiency, presenting in society for cardiovascular angiography and interventions (scai) stage e shock, on venous arterial extracorporeal membrane oxygenation (va ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for right heart failure post-operative cardiothoracic (CT) surgery. The patient is on bipella support with an impella cp. The patient was transported to the operating room (or) for reopening of the chest and washout by the cardiovascular (cv) surgery team. During the procedure, a low purge pressure alarm was reported on the impella rp flex. Troubleshooting was performed, including review of the purge system and verification of all visible connections. No abnormalities were identified at the time. Direct assessment of the device was limited while the patient remained in the operating room. Anesthesia evaluated device position via intraoperative transesophageal echocardiogram (tee). Device position was reported to be appropriate. Upon return to the intensive care unit (ICU), a chest x-ray confirmed appropriate rp flex positioning. Further inspection of the purge system identified a small crack in the rp flex purge side arm near the infusion filter. This was determined to be the likely cause of the loss of purge pressure. The timing and mechanism of the damage could not be determined. The physician was made aware and decided to continue support with the current device and monitor closely at the time. After one week on support, the family withdrew care and the patient expired. The impella functioned at p-5 at 1.7 l/min as intended with d5w sodium bicarbonate in the purge solution. The impella is being conservatively reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient in right heart failure, complicated by stage e shock, and dependent on multiple mechanical circulatory support devices, and vasopressor support.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported the patient was transported to the operating room for reopening of the chest and washout by the cardiovascular (cv) surgery team. At the time of the event, the patient was supported with venous arterial extracorporeal membrane oxygenation (va ECMO), impella cp, and impella rp flex. During the procedure, a purge pressure low alarm was reported on the impella rp flex. Initial troubleshooting was performed, including review of the purge system and verification of all visible connections by operating room (or) staff and myself. No abnormalities were identified at that time. Direct assessment of the device was limited while the patient remained in the or. Given the inability to directly assess the device, anesthesia was asked to evaluate device position via intraoperative transesophageal echocardiogram (tee). Device position was reported to be appropriate. Upon return to the ICU, a stat chest x-ray was obtained and confirmed appropriate rp flex positioning. Further inspection of the purge system identified a small crack in the rp flex purge side arm near the infusion filter. This finding was determined to be the likely cause of the loss of purge pressure. The timing and mechanism of the damage could not be determined. The provider was promptly notified of the finding. Risks associated with continued device use, as well as potential options for device exchange, were discussed in detail. Following discussion, the provider elected to continue support with the current device and monitor closely at this time. No patient harm has been reported.